Event description:
I used fixodent from 2004 until 2009. While I was using fixodent, I began to experience numbness and tingling in my hand and feet. Face started feeling like something is on it. I having trouble working. I am permanently disabled. Pain every night in legs. Have to walk with a cane. I also get dizziness when standing. Blood test was taken. My neuropathy is permanent. Dose: denture cream. Frequency: once daily. Route: oral. Dates of use: 2004 to 2009. Diagnosis: 1. Denture adhesive cream. 2. To help keep denture in. Event abated after use stopped: no.